Manufacturer narrative:
Additional information was requested but was not available.

Event description:
During remote follow-up, oversensing due to noise was observed on the right ventricular (rv) lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
During remote follow-up, oversensing due to noise was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.